Manufacturer narrative:
A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Manufacturer narrative:
The explanted ipg will not be returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was explanted due to the stimulation making the patient's pain worse and discomfort at the pocket site when the patient sits. The patient had recent weight loss, not device related, which caused the ipg site discomfort.

Event description:
A report was received that the patient's ipg was explanted due to the stimulation making the patient's pain worse and discomfort at the pocket site when the patient sits. The patient had recent weight loss, not device related, which caused the ipg site discomfort.